Event description:
It was reported that the pt circuit became disconnected from the pt without an alarm from the ventilator. According to the caregiver, the pt had turned "purple" when the event occurred. The pulse oximeter alarmed to alert the caregiver. Testing by the homecare dealer verified that the ventilator alarms properly.